Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.